Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02868 for the associated device information. It was reported to boston scientific that an advanix pancreatic stent was used in a pancreatic stent placement procedure performed in the pancreatic duct on (B)(6) 2016. According to the complainant, during the procedure, it was observed that the pullwire was so tight that it became difficult to pull when they attempted to release the stent. The whole delivery system was withdrawn. It was noticed upon checking the stent outside the patient that the proximal part of the stent was bent/deformed. The same issue occurred on the second attempt, however it was forcibly released and the stent was fully deployed. Furthermore it was noticed that the stent had sever bending upon viewing through endoscope. The procedure was completed with the second advanix pancreatic stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual evaluation of the returned device found that the proximal section of the stent was severely damaged (bent/kinked) and the stents presents damages throughout. Based on product analysis, most likely some procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the stent to bend / coil leading to kinks and bends in the device, continued efforts to implant the stent could have damaged the stent. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02868 for the associated device information. It was reported to boston scientific that an advanix pancreatic stent was used in a pancreatic stent placement procedure performed in the pancreatic duct on (B)(6) 2016. According to the complainant, during the procedure, it was observed that the pullwire was so tight that it became difficult to pull when they attempted to release the stent. The whole delivery system was withdrawn. It was noticed upon checking the stent outside the patient that the proximal part of the stent was bent/deformed. The same issue occurred on the second attempt, however it was forcibly released and the stent was fully deployed. Furthermore it was noticed that the stent had sever bending upon viewing through endoscope. The procedure was completed with the second advanix pancreatic stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".